Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on return meter. Most likely underlying root cause of malfunction: user had an inaccurate reference. Manufacturer contacted customer with follow up phone calls to assure the new product replacemtent is not displaying high results.customer received the new product and will call if he has concern;customer stated has not had medical asisstance since the original phone call.

Event description:
Customer's wife complains of high results. . Customer's wife states that husband feels physically fine, denies the need for medical attention. The customer's expected blood results are 87-118mg/dl fasting. Verified test strips expire 11/30/2017. Confirmed customer's test strips are being stored properly and opened vial date 11/02/2015. Customer performed a back to back blood test 154mg/dl and 150mg/dl fasting. Reviewed meter memory: (B)(6). Memory concerns: 152mg/dl compared to the 118mg/dl from the other device. Customer's wife explained that last month in december the blood glucose results from the true balance were so much higher than usual that they seek medical advice. The physician increased their glucophage 500mg from 1 time daily to twice daily. As per customers wife ever since the increase of dosage the customer began to have symtomps as very dizzy and excessively hungry. The physician then ran a laboratory blood test which as per customer resulted at 110mg/dl. As per customer's wife the customer is now back to taking the glucophage 500mg once daily. Customer's wife called complaining that the device in comparison to another manufacturer device is not accurate. Customer explained that this morning the customers blood glucose result from the true balance was 152mg/dl while the other device read 118mg/dl. Customer explained that she is concerned because customer does take medication to help manage his diabetes and the dosage have been increase on the bases of these results however the recent laboratory test resulted at 110mg/dl. As per wife customer is feeling physically well right now and does not require any medical assistance.